Manufacturer narrative:
Manufacturing site: (B)(6); registration number: (B)(4). The returned sion guide wire was shaped in the coil segment. Other than that, no deformation was found on the returned guide wire. For approximately 65-78cm from the proximal wire end, the ptfe coating was found intermittently scraped by something relatively hard and sharp object. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the ptfe coated surface of the sion guide wire was scraped by the edge of the metal inserter during reshaping the wire tip. It was concluded that this event was not attributed to product quality. The malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that the procedure was to treat an occlusion in the right coronary artery, and the ptfe coating of an asahi sion guide wire peeled off during reshaping. The guide wire was once used in the vessel and then taken out to reshape the tip. A metal inserter was used for shaping when the ptfe coating of the guide wire peeled off. Coating fragments were found on gauze when the guide wire was wiped out. There were no adverse patient effects related to peeling of the ptfe coating.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.